Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure, the tps unidirectional footswitch would continuously operate when the foot pedal was release. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the tps unidirectional footswitch would continuously operate when the foot pedal was release. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, the technician found the loctite had degraded which may allow the magnet button to become loose. The device was discarded by the manufacturer.